Event description:
Reported as "access port flipped" additional event of "gastroesophageal reflux and mild esophageal dilitation observed in aug 2004, no intervention had been performed for these event.